Event description:
Reporter alleged blood glucose measured 104 mg/dl; however, the device then generated a result of 872 mg/dl on the test screen without any add'l blood being added to the test strip. It was stated no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement prod was sent.